Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded essure') and device dislocation ('right cornu is a silver metallic essure device which is protruding into the endometrial cavity') in a 34-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included caesarean section (5 caesarean sections), tonsillectomy, adenoidectomy, hypothyroidism, fatigue, muscle tension, vaginal discharge, dyspareunia, tubal pregnancy, vitamin d deficiency, numbness, abnormal weight gain, insomnia, miscarriage, hot flashes, mood swings and endometriosis. Concurrent conditions included obesity, hypothyroidism, hyperlipidemia, hypertension, depression, anxiety, unilateral carpal tunnel syndrome, vaginal odor, vaginal itching, breast pain, breast tenderness, bacterial vaginosis, stress, numbness of upper extremities, emotional lability, irritability, hostility, paraesthesia upper limb, shooting pain, dizziness, burning sensation, cold intolerance, nervousness, difficulty sleeping, musculoskeletal pain, allergic rhinitis, muscle spasm, myalgia of lower extremities, agitated, nicotine dependence, malnutrition, loss of energy, burning micturition, discoloration urine, peripheral edema, frequency urinary, weakness, acute bronchitis, pain in lumbar spine, chronic lumbago, vaginal dryness and tuberculosis. Family history included arteriosclerotic cardiovascular disease, hypertension, smoker and low hdl. Concomitant products included alprazolam (xanax) since (B)(6) 2018 and alprazolam since (B)(6) 2018 for depression and anxiety, hydrochlorothiazide since (B)(6) 2018 for hyperlipidemia and hypertension, levothyroxine since (B)(6) 2014 for hypothyroidism as well as cyclobenzaprine (B)(6) 2018 and levothyroxine sodium (synthroid) from (B)(6) 2015. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection"), fatigue ("fatigue") and hirsutism ("hair growth on breast\hair growth on chin, bodily hair growth") and was found to have weight increased ("weight gain"). In (B)(6) 2006, the patient experienced pelvic pain ("physical pain"). In (B)(6) 2006, the patient experienced hypertrichosis ("hair growth on nipples"). On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"), 8 years 11 months after insertion of essure (ess205). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("she passed 1 of the issues vaginally"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal hemorrhage ("abnormal vaginal bleeding") and was found to have a pregnancy with contraceptive device ("essure 2006 with one issue of falling out and then having of subsequent tubal ligation because she got pregnant after the one issue of fell out"). The patient was treated with bupropion hydrochloride (wellbutrin), estradiol, fluconazole (diflucan), metronidazole (metrogel), nsaids, paracetamol (acetaminophen) and surgery (laparoscopic hysterectomy da vinci with bilateral salpingectomies, left oophorectomy and laparoscopic hysterectomy da vinci with bilateral salpingectomy, left oophorectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the embedded device, device dislocation, device expulsion, pelvic pain, abdominal pain, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, menorrhagia, vaginal hemorrhage, vaginal discharge, vaginal infection, fatigue, weight increased, hirsutism, depression, anxiety and hypertrichosis outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, hirsutism, hypertrichosis, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal hemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for menorrhagia, vaginal infection,fatigue, weight gain. Patient currently planning for essure removal. Current weight 174 lbs. Discrepancy noted: earlier the patient underwent essure confirmation test, but in current pfs it was given she did not underwent essure confirmation test. Date(s) of insertion: (B)(6) 2006(discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, dyspareunia. Vaginal discharge, anxiety, depression, vaginal infection, dysmenorrhea and menorrhagia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-mar-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right cornu is a silver metallic essure device which is protruding into the endometrial cavity') and embedded device ('embedded essure') in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included caesarean section (5 caesarean sections), tonsillectomy, adenoidectomy, hypothyroidism, fatigue, muscle tension, vaginal discharge, dyspareunia, tubal pregnancy, vitamin d deficiency, numbness, abnormal weight gain, insomnia, miscarriage, hot flashes, mood swings and endometriosis. Concurrent conditions included obesity, hypothyroidism, hyperlipidemia, hypertension, depression, anxiety, unilateral carpal tunnel syndrome, vaginal odor, vaginal itching, breast pain, breast tenderness, bacterial vaginosis, stress, numbness of upper extremities, emotional lability, irritability, hostility, paraesthesia upper limb, shooting pain, dizziness, burning sensation, cold intolerance, nervousness, difficulty sleeping, musculoskeletal pain, allergic rhinitis, muscle spasm, myalgia of lower extremities, agitated, nicotine dependence, malnutrition, loss of energy, burning micturition, discoloration urine, peripheral edema, frequency urinary, weakness, acute bronchitis, pain in lumbar spine, chronic lumbago, vaginal dryness and tuberculosis. Family history included arteriosclerotic cardiovascular disease, hypertension, smoker and low hdl. Concomitant products included alprazolam (xanax) since (B)(6) 2018 and alprazolam since (B)(6) 2018 for depression and anxiety, hydrochlorothiazide since (B)(6) 2018 for hyperlipidemia and hypertension, levothyroxine since (B)(6) 2014 for hypothyroidism as well as cyclobenzaprine (B)(6) 2018 and levothyroxine sodium (synthroid) from (B)(6)2015. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal infection ("vaginal infection"), fatigue ("fatigue"), hirsutism ("hair growth on breast\hair growth on chin, bodily hair growth"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6) 2006, the patient experienced pelvic pain ("physical pain"). In december 2006, the patient experienced hypertrichosis ("hair growth on nipples"). On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"), 8 years 11 months after insertion of essure (ess205). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("she passed 1 of the issues vaginally"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding") and was found to have a pregnancy with contraceptive device ("essure 2006 with one issue of falling out and then having of subsequent tubal ligation because she got pregnant after the one issue of fell out"). The patient was treated with bupropion hydrochloride (wellbutrin), estradiol, fluconazole (diflucan), metronidazole (metrogel), nsaids, paracetamol (acetaminophen) and surgery (laparoscopic hysterectomy da vinci with bilateral salpingectomies, left oophorectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device dislocation, embedded device, device expulsion, pelvic pain, abdominal pain, menorrhagia, vaginal infection, fatigue, weight increased, hirsutism, depression, anxiety, dysmenorrhoea, dyspareunia, vaginal discharge, vaginal haemorrhage, hypertrichosis and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, hirsutism, hypertrichosis, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for menorrhagia, vaginal infection,fatigue, weight gain patient currently planning for essure removal current weight (B)(6). Discrepancy noted: earlier the patient underwent essure confirmation test, but in current pfs it was given she did not underwent essure confirmation test. Date(s) of insertion: (B)(6) 2006(discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, dyspareunia. Vaginal discharge, anxiety, depression, vaginal infection, dysmenorrhea and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: event right cornua is a silver metallic essure device which is protruding into the endometrial cavity, essure embedded and she passed 1 of the issues vaginally added and made medically significant and intervention required due to surgery. Other event pregnancy with contraceptive device and device ineffective added. Reporter and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.